Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced infection at the ipg site. Cultures were taken and confirmed infection. Oral antibiotics were provided but did not resolve the issue. As a result, the scs system was explanted (B)(6) 2019. Patient treated with IV antibiotics after surgery. Infection has resolved.